Event description:
During the treatment of a tumor embolization with torturous anatomy, the catheter broke upon withdrawal following the onyx injection. The distal portion of the catheter remained within the pt. No intervention was taken. No harm was reported. The pt was reported to be fine post procedure.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the distal end of the device removed and not returned for eval as it remains within the pt. The returned portion of the device appeared normal in appearance. No abnormalities were identified. The root cause of the device breaking is due to the device becoming stuck. It is unk if the balloon became glued in the pt due to the anatomy or the onyx refluxing around the catheter. The device history records were reviewed. No discrepancies or non-conformances were observed within these builds.